Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: instruments misfired. A new instrument was opened to complete the case. There was no report of patient injury, unanticiapted blood/tissue loss, or extended opeartion room time.